Manufacturer narrative:
This case, with patient identifier (B)(6) (second vial). Is related to case with patient identifier (B)(6) (first vial). And case with patient identifier (B)(6) (third vial). The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results with 3 different vials of strips within 10 minutes: 108 mg/dl (first vial), 49 mg/dl, 50 mg/dl, and 49 mg/dl (second vial), and 114 mg/dl (third vial). No adverse event reported. No remaining strips were available; therefore, no product could be requested to be returned for product evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ (B)(4) to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.